Manufacturer narrative:
Concomitant medical product: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The healthcare professional reported that when they checked the patient's implantable neurostimulator (ins) on (B)(6), they saw a message on the clinician programmer application card report by the longevity estimate that included an asterisk with the message that longevity was for a new battery. Additional information received from the company representative reported that the longevity estimate looked that way due to (power on reset) por that had occurred in the past at some point. There were no patient symptoms or complications reported regarding this event and this event occurred during product use. The indication for use was unknown. No outcome regarding the por was reported. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.